Manufacturer narrative:
B3: january is the reported month of the event but the exacted date not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device's cassette sensor was defective. There was no patient involvement.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. The customer reported issue was cassette sensor defective. The customer reported issue was confirmed through pvt (performance verification testing). The customer reported issue was resolved by replacing the latch lock sensor cable. Upon further investigation the lcd lens had a deep scratch and crack across the bottom, replaced the lcd lens. The device passed all functional and delivery tests performed after the repair activities were completed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.